Event description:
5/23 semi-automatic defibrillator unit analyzed rhythm on an arrest pt as non-shockable. Two minutes later (approximately) semi-automatic defibrillator unit analyzed similar electrocardiogram rhythm again and found it to be shockable. Shocks then delivered. (Both times rhythm appeared to be ventricular fibrillation yet shock was not delivered on first analysis).